Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
The account has requested that the pump be evaluated and believes there is a problem with the pressure sensor. Farther, the surgeon confirmed there were no adverse consequences and no over pressurization, just a delay to have the pump sent in for calibration.